Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for bench evaluation. A medtronic representative went to the site to replace the computer. The system then passed checkout and was found to be fully functional.

Event description:
A medtronic representative reported that the medtronic navigation system was rebooting without any prompt to do so. There was no patient present when this issue was identified.